Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing assistant reported a defective injector with no patient contact. Additional information was provided by a nurse that during an intraocular lens (iol) implant procedure, the injector went under the implant instead of pushing the lens out. In the surgeon's opinion, the product misfired. The procedure was completed the same day. There was no patient harm.